Event description:
On (B)(6) 2013, end user's parents reported that on (B)(6) the product tore her daughter's skin and caused bleeding and blisters when she removed it. She had used the product to cover mosquito bites. End user's parent reported that the lesions healed with an ointment, though scars are still visible.